Event description:
Caller reported a malfunction on the pump. There was no reported adverse impact to the customer's blood glucose level. The customer was provided with pump reset information by technical support and assisted in resetting the pump, which resolved the issue without recurrence. Caller was instructed to call back if the malfunction code recurs and acknowledged the instructions.